Manufacturer narrative:
(B)(6). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a crack on the rim of the minicap. Dimensional inspection was performed with no issues noted. Functional testing was performed and the device failed for a leak. The reported condition was verified and the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation for a related complaint it was noted that an additional minicap was cracked. There was no patient involvement. No additional information is available.